Event description:
It was reported that the pump screen became frozen during the load process and the customer was unable to clear it. During troubleshooting with tandem technical support, the screen was attempted to be cleared; however, the pump shut off and became unresponsive. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.